Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The reason for the serialization starting with (B)(4) to provide clarification following a change in stryker's electronic complaint systems.

Event description:
During surgery, it was found upon opening the package that there was white powder-like material on the neck area (apter's hole); however, it could be cleaned off thus the product was used. The white powder-like material was seen on the package as well and the surgeon requested to investigate the material. (The package will be available for evaluation.)